Event description:
It was reported that the patient found 15 catheters which did not have eyelets cut out. The catheters were from 3 different lots. The patient allegedly used the catheters, which resulted in urine leaking around the catheter. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Instructions for use for needle-free sampling: 1) kink the drainage tubing at minimum of 5cm below the sampling port. 2) wipe the surface of the port with an alcohol swab. 3) using an aseptic technique, position the syringe (luer slip tip only) in the center, perpendicular to the surface of the port, and the press the tip of the syringe into the sampling port. 4) aspirate the desired volume and the remove the syringe 5) wipe the surface of the port with an alcohol swab. 6) unkink the tubing and send the correctly labeled specimen to the laboratory."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient found 15 catheters which did not have eyelets cut out. The catheters were from 3 different lots. The patient allegedly used the catheters, which resulted in urine leaking around the catheter. No medical intervention was reported.